Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intra ocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure due to patient's visual issues. Additional information was received stating that visual symptoms experienced by the patient was that bilateral optical images are too much. No medical/surgical interventions such as vitrectomy, incision enlargement or sutures were required. The replacement lens used is a non-johnson & johnson vision lens. The patient was doing well at the time of discharge. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 1/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and lens damage (chipped edge and damage to the optic body), which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, but this can be attributed to receiving the lens stuck to paper and cannot be confirmed to be related to manufacturing. The lens was cleaned, removing the fibers, and no additional cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.